Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen became cracked. It was also reported that the contact forgot to administer a food bolus and the customer was subsequently hospitalized due to an elevated blood glucose (bg) level greater than 500 (mg/dl) and diabetic ketoacidosis. While hospitalized, customer was treated with intravenous fluids and insulin and released the following day. It was indicated that manual injections were available for diabetes management.